Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the quality inspection failed. There was reportedly no patient involvement. The fse evaluated the device onsite and found the issue. The fse confirmed the cause of the device not passing the operation control test was due to a damaged ECG cable. The customer replaced the ECG cable and the device was returned to full functionality. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.